Manufacturer narrative:
This report is for an unknown nail head elements: fns bolt/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent a revision of a femoral neck system (fns) implant that failed which resulted in a collapsed femoral head due to poor bone quality. None of the implants broke and there were no malfunctions of the device. It was revised to a bipolar hip. The procedure and patient status were unknown. This report is for one unknown nail head elements: fns bolt. This is report 3 of 4 for (B)(4).